Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not crossing over from med host to the station. A technical support specialist dialed into the server, reviewed the provided visit identity, and queried the received message table, confirmed that the visit appeared as discharged after being admitted. The tss checked the server and station database synchronization logs and found no errors at the time of admission, verified the patient unit and med identity, and confirmed that both the med identity and station were in the same override group. The tss contacted customer to obtain the affected user identity, but it was unavailable; upon further review, the user character search was set to five characters, and the tss advised that the issue could be related to the user not using the required five-character search. Although customer confirmed no medications were displaying under the patient profile, the customer later confirmed that the issue was resolved after the patient was discharged. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication was not crossing over from med host to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.